Event description:
Health professional reported alleged leak with a lap-band device. The pt was experiencing lower abdominal pain and so the pt went in and had an "ultrasound". The "surgeon saw that the tubing was not connected." The port was explanted.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has been received by allergan, however, the device analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Abdominal pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addressed the reported event of pain as follows: "there were add'l occurrence of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and post site pain."